Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while the device was being applied on the stomach, the surgeon was able to fire however only a few staples were released and the staples did not form. The staple line was incomplete proximally. It was stated that the device did not cut the tissue completely. The reload's jaw was also difficult to open from the tissue. After pressing the opening and closing button of the stapler jaws, the reload was released. Another device from another manufacturer was used to complete the case. There was no patient injury.